Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the correct date of expiration for the ventrio mesh. A manufacturing review was conducted which found no anomalies during the manufacturing process of the device. With the current information no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No sample has been provided for evaluation, therefore no assessment regarding the alleged material deformation has been performed. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ if additional information is obtained, a supplemental MDR will be submitted. Addendum #1: this supplemental emdr is being sent to provide the correct date of expiration for the ventrio mesh. A manufacturing review was conducted which found no anomalies during the manufacturing process of the device. With the current information no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event and date of explant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 2 years 10 months post implant of ventrio mesh, morbid obese patient was diagnosed with adhesions, infection thereby underwent repair with mesh explant. The instructions-for-use supplied with the device identify adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013 the patient underwent surgery for repair of an incisional hernia. As reported, during the surgery, a 3.1" x 4.7" oval ventrio hernia patch mesh, with reference b)(4) and lot # huwi0902 was implanted in patient to repair the hernia defect. It is alleged that one year later on (B)(6)2014, "due to infection, abd pain, and other severe symptoms, patient underwent an additional surgery to remove the ventrio hernia patch which had become deformed, infected and required removal." It is alleged by the patient's attorney that the ventrio patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio patch. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with incarcerated incisional hernia and infraumbilical abdominal pain thereby underwent laparoscopic repair with implant of ventrio mesh (device #1) and lysis of adhesions. Per operative notes, ¿there was some incarcerated ischemic appearing fat in the hernia cavity and the incarcerated hernia sac was removed. A ventrio dual mesh (device #1) was placed into the abdomen with smooth side down and the rough side facing the anterior abdominal wall, the mesh was then pulled up against the hernia defect and tacked.¿ on (B)(6) 2014 - patient was diagnosed with infected mesh thereby underwent repair with removal of mesh (device #1). Per operative notes, "fascia and peritoneum encountering some adherent omentum to the undersurface of the mesh with circumferential release of metallic screws and sutures which were used to anchor this mesh laparoscopically and all were completely removed." On (B)(6) 2014 - patient was diagnosed with infected hematoma, seroma at the abdominal incision thereby underwent drainage and debridement. Per operative notes, ¿the old periumbilical incision was opened and a large amount of serosanguineous fluid was drained out. There was no evidence of any herniation." On (B)(6)2016 - patient was diagnosed with reducible recurrent incisional hernia thereby underwent open repair with the implant of ventrio mesh (device #2). Per operative notes, "the thick hernial sac to the right of the midline was encountered. The hernia defect involving herniated omentum was adherent to the undersurface of the sac. The entire sac was completely excised and the adhesions were lysed. A ventrio mesh (device #2) was placed with a smooth component facing the viscera and sutured.¿ attorney alleges that the patient had adhesions, infection, pain, hernia recurrence, seroma and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No sample has been provided for evaluation, therefore no assessment regarding the alleged material deformation has been performed. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ if additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013 the patient underwent surgery for repair of an incisional hernia. As reported, during the surgery, a 3.1" x 4.7" oval ventrio hernia patch mesh, with reference #: 0010211 and lot # huwi0902 was implanted in patient to repair the hernia defect. It is alleged that one year later on (B)(6) 2014, "due to infection, abd pain, and other severe symptoms, patient underwent an additional surgery to remove the ventrio hernia patch which had become deformed, infected and required removal." It is alleged by the patient's attorney that the ventrio patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio patch.